Event description:
The health care professional (hcp) reported that the patient was having a surgical procedure and they wanted help confirming that the implantable neurostimulator (ins) was off because the patient claimed to still feel stim. The procedure was not due to a problem with device or therapy. Technical services worked them through syncing with the ins and it was confirmed that the ins was off but the patient felt the vibration still. The ins was turned back on, it was at 0.6v and the patient felt it but it was more/ very intense. The device was turned back off and they planned to follow up with the managing hcp. The indication for use was interstim- other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.